Event description:
It was reported that through remote transmission, noise was observed on the ventricular lead. No other electrical anomalies were detected. Patient was asymptomatic to the noise. Patient brought in for isometrics testing, lead values stable. Patient will be monitored. Noise alerts programmed off.